Event description:
It was reported that the patient was in a car accident approximately seven months ago and they hit their chest on the steering wheel. Since then, right ventricular (rv) lead has been rising and is now high, the lead may also be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.